Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the scale markings were smudged. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is that the scale was smudged with ink during use.

Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-jun-2022. H6: investigation summary: customer returned (4) 1cc, 12.7mm, 29g syringes in an open poly bag from lot # 1165288. Customer states that the scale was smudged with ink during use. All returned syringes were examined and all exhibited smeared ink along the length of the barrel. A review of the device history record was completed for batch# 1165228. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the scale markings were smudged. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is that the scale was smudged with ink during use.